Event description:
Patient needed a bone marrow biopsy for disease restaging. Patient had to be placed on their side to do the procedure since the patient was unable to lay flat. The md requested the physicians assistant (pa) to assist with the procedure since a different patient position was required. When the pa was sure of the positioning, the pa completed the procedure. The aspiration was done without difficulty. Biopsy was done with a sharp jamshidi. The white cradle was placed with some resistance. The last 1/2 inch was to secure the core specimen. The jamshidi was turned 3 times with the cradle in place and removed. The cradle was then turned 3 times and removed from the jamshidi with some difficulty. The cradle was found to be twisted at the distal end around the core sample. Attempts were made to dislodge the core with the blue stylet and a shepherd's crook, but were not successful. A small piece of bone marrow was extracted from the jamshidi and the distal end of core was eventually extracted from the cradle but some sample remained twisted in cradle. There appeared to be enough marrow sample for evaluation so the procedure was not repeated.